Manufacturer narrative:
One long implant mount was returned for inspection. A visual inspection revealed a damaged drive feature. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Subcrestal implant placement protocol ¿ certain® internal & external hex connection parallel walled implants ¿for the external hex connection implant, pick up the implant from the surgical tray using the handpiece connector. ¿place the implant in the prepared site at approximately 15-20rpm. It is not uncommon for the handpiece to stall before the implant is completely seated. In dense bone (type I), tapping is required prior to placement of a 5mm(d) x 4.1mm(p), 6mm(d) x 5mm(p) and 5 and 6mm(d) implant and is opetional for 4mm(d) x 3.4mm(p), 3.25, 3.75 and 4mm(d) implants. ¿to remove the implant mount, place the open end wrench onto the mount. Loosen the screw at the top of the mount with a large hex driver or the large hex driver tip inserted into the right-angle driver and rotate counter-clockwise. After the screw is completely loosened, rotate the open end wrench counter-clockwise slightly, remove the mount driver tip and open end wrench at the same time.¿ the product was functionally tested. The mount was able to engage with a mating implant, but could not be disengaged as normal, as the drive feature of the pin is stripped and no longer functions as normal. The complaint is therefore confirmed. A singular cause cannot be determined. Medical device (B)(4).

Manufacturer narrative:
Device not returned to manufacturer for evaluation.

Event description:
It was reported that the mount (mmc15) was stuck inside the implant. The doctor broke the mount and was able to place the implant with another mount.